Manufacturer narrative:
No additional information is available regarding this case. Should additional informiaotn become available this investigation will be updated.

Event description:
It was reported that this patient expired september 2021 unrelated to the device function. The patient also had an left ventricular assist device (lvad) implanted. The device therapy was disabled and the device had reverted to storage mode. An inquiry was requested to determine when the device reached end of life (eol) and back to storage mode. At the time of the device interrogated in september 2021 it was noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A review of the device data by technical services (ts) noted that the device had triggered elective replacement indicator (eri) in (B)(6) 2018 and the device should have reached eol 90 days later thus, (B)(6) 2019. The physician wanted to know the device data of when eol was reached and when storage mode was triggered. No adverse patient effects were reported. The device was returned for analysis.

Event description:
The patient also had an left ventricular assist device (lvad) implanted. The device therapy was disabled and the device had reverted to storage mode. An inquiry was requested to determine when the device reached end of life (eol) and back to storage mode. At the time of the device interrogated in (B)(6) 2021 it was noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A review of the device data by technical services (ts) noted that the device had triggered elective replacement indicator (eri) in (B)(6)2018 and the device should have reached eol 90 days later thus,(B)(6) 2019. The physician wanted to know the device data of when eol was reached and when storage mode was triggered. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned incepta crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion and no other faults other then fc1003 which was triggered after the device had triggered elective replacement indicator (eri) due to high outputs post eri decleration.